Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter shaft broke. A 15/4.00 flextome® cutting balloon® was selected for use. During preparation, the device protective cover was removed and it was noted that the catheter shaft broke. The device never entered into the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.